Event description:
It was reported that the user experienced a leaking cartridge during supply changes, with leakage observed after filling the tubing; the issue involved the reservoir component and was categorized as a leak. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, collection and analysis of information provided, and troubleshooting education. Investigation of this case revealed a leakage at or related to the reservoir seal consistent with a component-related failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure of the reservoir seal.